Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a clot in the electrolyte injection cup (eic) of the unicel dxc 800 synchron system (dxc 800) causing overflow of fluid. Customer reported the overflowed fluid was contained in the instrument. Customer reported that the dxc 800 generated erroneous results. Customer reported that the erroneous results were reported out of the laboratory. Customer reported that the erroneous results were corrected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) removed a clot from the electrolyte injection cup and performed preventive maintenance.

Manufacturer narrative:
This report is one of two reports related to two events that occurred on two days. This report is related to MDR# 2050012-2012-01454.